Manufacturer narrative:
The user facility ordered the replacement part and repaired the stretcher before evaluation could be completed by stryker.

Event description:
It has been reported the hydraulic cylinder that lifts the knee gatch has started leaking and hydraulic fluid was observed on the floor.